Event description:
It was reported that the device was showing an error message and the procedure was postponed. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. (B)(4): device not returned.

Event description:
It was reported that the device was showing an error message and the procedure was postponed. There were no adverse consequences and no medical intervention reported. The device was not returned for analysis; however, testing by manufacturer sales representative determined that old electrodes were the probable cause of this issue.

Manufacturer narrative:
It was reported that the device was showing an error message and the procedure was postponed. There were no adverse consequences and no medical intervention reported. The device was not returned for analysis; however, testing by manufacturer sales representative revealed that old electrodes were the probable cause of this issue. Device not available for analysis.